Event description:
It was reported that bd vacutainer® sst¿ blood collection tube was scratched and had a printing issue. This was discovered before use. The following information was provided by the initial reporter: scratch on the tube. Also the printing was ight. X1. Unable to read the printing x1.

Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for scratch and printing issue with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tube was scratched and had a printing issue. This was discovered before use. The following information was provided by the initial reporter: scratch on the tube. Also the printing was light. X1. Unable to read the printing x1.